Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) device, it was reported that a patient reused their single use supplies. This occurred during use of the device. After clearing the alarm, the patient stayed connected and restarted therapy with the same supplies a second time instead of starting over with new supplies. The technical service representative advised the hp to start over using new supplies. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.